Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, stenosis was noted; therefore, a balloon-supported angioplasty to identify the site of stenosis was inserted at the external iliac artery, followed by a 6 millimeter (mm) plain old balloon angioplasty (poba). A non-medtronic (16fr) sheath was then inserted, and although it passed through the eia, the sheath could not advance beyond the common iliac artery (cia); therefore, a 6 mm plain old balloon angioplasty (poba) was inserted. The non-medtronic (16fr) sheath was then re-inserted; however, it still could not be advanced, and a 6 mm poba was inserted with high pressure but no change occurred. Subsequently, attempts were made to insert a non-medtronic e-sheath along with a 7 mm poba; however, the sheath still could not advance. It was noted that the vessel tortuosity, combined with cia calcification, interfered with advancement. Therefore, a non-medtronic guidewire was then inserted. Although difficult, the sheath eventually advanced. A 20 mm pre-implant pre-balloon aortic valvuloplasty (pre-bav) was then performed, and an inline sheath was inserted into the existing non-medtronic sheath. The delivery catheter system (dcs) advanced with resistance but without complication. The valve was then positioned at the point-of-no-return (ponr) and was successfully implanted at an implant depth of 3 mm on the non-coronary cusp (ncc) and 6 mm on the left-coronary cusp (lcc). Upon removal of the system, a dissection was identified at the eia. Subsequently, a non-medtronic stent was implanted. Additional information was received indicating that access was obtained via the right femoral artery and the injury was at the right femoral artery. Preoperatively, there was stenosis with a vessel diameter of less than 5 mm. Per the physician, the cause of the injury is believed to be the insertion of the dcs into the narrowed vessel. Neither the non-medtronic guidewire nor the valve contributed to the vascular injury. Of note, two sheaths were used and it cannot be determined whether one of the sheaths contributed to the vascular injury.

Event description:
It was reported that prior to the implant of a transcatheter valve, stenosis was noted; therefore, a balloon-supported angioplasty (bsa) to identify the site of stenosis was inserted at the external iliac artery (eia), followed by a 6 millimeter (mm) plain old balloon angioplasty (poba). A non-medtronic sheath was then inserted, and although it passed through the eia, the sheath could not advance beyond the common iliac artery (cia); therefore, a 6 mm plain old balloon angioplasty (poba) was inserted. The non-medtronic sheath was then re-inserted; however, it still could not be advanced, and a 6 mm poba was inserted with high pressure but no change occurred. Subsequently, attempts were made to insert a non-medtronic e-sheath along with a 7 mm poba; however, the sheath still could not advance. It was noted that the vessel tortuosity, combined with cia calcification, interfered with advancement. Therefore, a non-medtronic guidewire was then inserted. Although difficult, the sheath eventually advanced. A 20 mm pre-implant pre-balloon aortic valvuloplasty (pre-bav) was then performed, and an inline sheath was inserted into the existing non-medtronic sheath. The delivery catheter system (dcs) advanced with resistance but without complication. The valve was then positioned at the point-of-no-return (ponr) and was successfully implanted at an implant depth of 3 mm on the non-coronary cusp (ncc) and 6 mm on the left-coronary cusp (lcc). Upon removal of the system, a dissection was identified at the eia. Subsequently, a non-medtronic stent was implanted.

Manufacturer narrative:
Continuation of d10: product ID {{evolutfx-29}}; product lot/serial number (B)(6); product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.